Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the light flickers on and off. It was further reported that sometimes the light does not come on. This has happened in multiple cases and has caused minor delays (e.g., 5 minutes). There were no reports of any harm to any pts.